Event description:
Patient called to report that 2 weeks ago around 4am, patient woke up feeling dizzy, disoriented, clammy and shaky. Patient tested on the lfs meter and obtained what patient read as a 102mg.dl (meter was actually set in mmol). Exact reading unknown. Pt then felt that bg was inaccurate, so pt tested on their accucheck meter and obtained a bg of 44mg/dl. Patient then called the paramedics. Patient drank some juice and had 2 glucose tablets. By the time the paramedics arrived, within 30 min from their original tests, they tested patient's bg and patient received 109 mg/dl on paramedics meter an a 109 mg/dl on their accucheck meter. Patient never retested on their lfs meter. Patient started to vomit. Paramedics treated patient with IV glucose and took patient to the ER. Patient claims in the ER they treated them for vomiting, they gave patient some meds to help patient stop vomiting. Patient was released later that morning from the ER. Note: patient has only used the ot basic three times ever. It is a new meter for patient given by their md. Patient has always used their accucheck meter. When patient called lfs and spoke to the ccr, rep found out meter was set to mmol and assisted patient in setting it back to mg/dl. Ccr did a ctrl test and found out strips fell out of range, ccr replaced patient's meter and subject test strips. Patient claims they have not been feeling well prior to the incident and has not been taking their set amount of insulin.